Event description:
Report received of an over-delivery. The customer contact indicated that the event was the result of operator error in programming the device. In 2003, the pump was programmed to deliver morphine 0.1mg/ml (30mg vial) instead of the intended 1mg/ml in the pca + continuous mode, with a pca dose of 0.5mg, a pt lockout of 15 minutes, an infusion rate of 1mg/hr, and no 4-hour limit. Approx three hours later, the pump alarmed with an empty syringe. A new 30mg syringe was placed into the pump and the therapy was resumed. The pump again alarmed with an empty syringe. At that time, the nurse noted that the morphine syringe was empty sooner than expected. The pump was removed from clinical service and therapy was resumed using a replacement pump. There were no reported adverse pt effects and no medical intervention were required. Though requested, no add'l info was available.